Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion when the pacing lead was attempted to be reprogrammed for unknown reasons. The lead was explanted and replaced and a temporary pacemaker was required and was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.